Manufacturer narrative:
Additional information was received that during the revision procedure, the pocket site was cleaned up and the pocket was moved a little bit higher due to scar tissue that build up in the old pocket site.

Event description:
A report was received that the patient will undergo an ipg pocket revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was having some discomfort where the extensions were located. The patient underwent a revision procedure wherein scar tissue was removed and extensions were repositioned. The patient was doing well post operatively. Additional suspect medical device component involved in the event: model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient will undergo an ipg pocket revision for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg pocket revision for an unknown reason.